Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the stage 1 motor protection switch (mps) and thermal overload relay within the aquabplus reverse osmosis (ro) system. The mps had indications of burnt wires and the thermal overload relay had unspecified indications of heat damage. The reported issue was discovered during machine repair after the mps tripped upon initial the p1 pump in supply mode. The mps and thermal overload relay were replaced to resolve the reported issue. The contactor was also found to be fixed in the engaged position. The contactor was also replaced. There was no patient involvement nor reported personal harm to anyone as a result of the identified thermal damage. The biomed confirmed that the ro system passed the t1 test following the part replacements. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the stage 1 motor protection switch (mps) and thermal overload relay within the aquabplus reverse osmosis (ro) system. The mps had indications of burnt wires and the thermal overload relay had unspecified indications of heat damage. The reported issue was discovered during machine repair after the mps tripped upon initial the p1 pump in supply mode. The mps and thermal overload relay were replaced to resolve the reported issue. The contactor was also found to be fixed in the engaged position. The contactor was also replaced. There was no patient involvement nor reported personal harm to anyone as a result of the identified thermal damage. The biomed confirmed that the ro system passed the t1 test following the part replacements. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the customer provided a photograph along with additional information that the manufacturer used to confirm the reported event. Two probable causes were identified. The first is a damaged motor protection switch (mps) due to bad contacting. The damaged insulation from the phase 3 line has been wrapped. This may have been done during one of the many previous repairs which was most likely the reason for the bad electrical contact at the motor protection switch. A possible bad electrical contact between the cable lug and its contact pin at the mps results in mps being unbalanced and pump p1 running only with two line conductors, and a higher contact resistance, respectively higher thermal stress and in higher current. The thermal energy causes the discoloration and overheating of the wiring and blade receptacles. This failure pattern is known. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of corrective action and was still equipped with the old design of the crimped cable lugs at time of the failure. The second probable cause for this failure is a pre damaged motor protection (mps) switch due to frequent run dry protection alarms. During machine file investigation several run dry protection alarms were determined on 18-jun-2023. The mps could have been predamaged due to the frequent start -stop operations of the pump p1 which causes a high thermal energy that can result in the identified thermal damage at the cable lugs attached to the motor protection switch. This failure pattern is also known. Corrective actions are developed but not yet released for the us market. The provided machine files did not include information from the reported event date and this particular failure pattern could not be drawn as a conclusion of the reported failure.